Event description:
Product bausch and lomb renu with moistureloc. Redness, irritation, itching of left eye in soft contact lens user -no corneal ulceration, positive improvement with tobramycin ophth oint.